Manufacturer narrative:
The customer reported that the needle had separated from the microtip. Needle separation was confirmed upon receipt of the handpiece. Due to the state in which the device was received functional testing could not be performed. The hypodermic needle had separated at the braze joint. This is the highest stress point along the length of the needle. There was no indication of severe side loading or contact with hard tissue. The immediate cause is material fatigue associated with and/or being caused by user technique. It is suspected that non-axial motion by the user contributed to the needle breaking. Lab testing, to date, has been unable to duplicate needle failure when appropriate axial technique is used in simulated use conditions, indicating the failure is not related to material defect.

Event description:
Per the information provided, at 4 minutes of cutting time the needle separated from the handpiece and remained in the patient. A clamp was used to remove the needle. The patient was under general anesthesia when the device failure occured. There was no excessive rotational force and complainant stated there was "no adverse event." The patient outcome was satisfactory. There was no harm or complication caused to the patient due to the failure.